Manufacturer narrative:
The system and handpiece were examined and the reported event was confirmed. The power supply was replaced to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming power supply, which had no 12v output. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that prior to a cataract extraction with intraocular implant procedure a system message was displayed and the system shuts down on its own. The case was initiated and completed using an alternate system. There was no patient involvement.